Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator had a battery failure. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery pack and performed extended self-testing on the device and all tests passed.